Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the customer had a flight and once at the airport he walked through a metal detector, which caused the customer to have issues with the sensor and the insulin pump ever since. Troubleshooting was performed for the sensor issues and high blood glucose of 300 mg/dl, current 181 mg/dl. During troubleshooting customer mentioned the drive support cap was flush. Customer was unaware how damage occurred and doesn't recall if the customer pressed the cap while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.